Manufacturer narrative:
The reported events were dislodgement and inadequate capture. As received, a complete lead was returned in one piece for analysis. The reported event of inadequate capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix to be retracted and clogged with blood/tissue. X-ray examination found the inner coil over-torque at the connector region. After cleaning, the helix was able to be extended and retracted when torque applied directly to the inner coil. The measured full helix extension length was within product specification.

Event description:
It was reported that increased capture threshold was reported on the right ventricular (rv) lead. An x-ray was performed and dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable.